Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manger was failed. A field service engineer recrimp latches to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the remote manager.

Event description:
It was reported by the customer that a pyxis medstation es remote manager was failed. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.